Event description:
It was reported that the pt experienced an overdose following a pump replacement. The pt was hospitalized post implant due to the overdose. There was "no change in medication other than 10% change in concentration and they did have to start at lower dose." The hcp was currently in the process of slowly titrating the dose. The pt had heard an alarm since 2009. She was seen in the office the next day; the pump did not alarm and the alarm was not confirmed by telemetry. The pt also experienced change in therapy effect with the following symptoms: acute pain, nausea and swelling. It was unclear when those symptoms occurred. Additional info has been requested, a follow up report will be sent if additional info becomes available.